Event description:
A peritoneal dialysis (pd) patient experienced a "stomach infection through the port" manifested by "belly pain". The caregiver stated the cause of the event was due to the minicap; however, "they could not recall if the over pouches were sealed properly or any damages to the product itself". The patient was hospitalized for the event. Treatment was not reported. The patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
There is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported the previously reported stomach infection was determined to be peritonitis. The patient was treated with unspecified antibiotics for the event. The reporter stated ¿they did not notice any physical abnormalities with the minicaps or the minicap packages that they were using¿. Should additional relevant information become available, a supplemental report will be submitted.